Event description:
The patient's family member called to report that the v-go devices are coming off. The family member did confirm that the patient is not preparing the application site with an alcohol prep. The family member stated that the most recent v-go to come off was today after about an hour and a half after application. The family member also stated that some of them stay on longer. The v-go devices in question are not available for collection.